Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2018-00525. It was reported that recapture difficulties occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned in the laa and a 30mm watchman laa closure device & delivery system (wds) was advanced and deployed. Upon accessing the pass criteria it was noted that the closure device was implanted too distal and had to be partially recaptured and re-deployed to a more favorable position. Once deployed to the favorable position, they continued through the pass criteria and did a tug test. The tug test pulled the closure device out of the appendage, so when they went to do a full recapture, the closure device would only recapture up to the shoulders and they could not get it over the anchors of the closure device upon multiple attempts to pull the closure device in. The decision was made to pull the entire system slowly out of the left atrium into the right atrium and out of the groin. The procedure was stopped and this point. There were no patient complications and the patient¿s status was stable.